Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the users could not log in to the es server, encountering the error message an error occurred while processing the request. A technical support specialist (tss) identified that uhs had recently rebooted the servers, which caused an older update to take effect, resulting in a mismatch of cyber suites between the application, reporting, and database servers, thereby disabling services from accessing the database. Coordination with the customer was completed to align and enable matching cyber suites across the application, and database (db) servers, and the same correction was also applied on the carefusion coordination engine (cce). All messages were crossed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the server application and could not log in. When attempting to log in, an error message was displayed on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.